Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit during set up. Per the initial report, the home patient (hp) stated he was setting up for therapy and while he was in the middle of spiking his supply bag with his compact exchange device (cxd) machine, the tubing from the heater bag came apart from the spike and landed on the floor. (B)(4) assisted the hp with cycling power off and on and removed the set, then assisted the hp to starting over with all new supplies. The hp stated he will start over with new supplies. No injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. Should additional information become available, a follow up MDR will be sent.